Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the catheter line broke and was subsequently replaced on (B)(6) 2013. The device system was used to deliver baclofen.

Event description:
Additional information received reported that the patient¿s pump was used to infuse lioresal. It was noted that the patient had increased tone , mildly worsening spasticity and fluid accumulation at the pump pocket. It was reported that the patient¿s catheter was fractured and separated beyond the v-wing connector at the entry of the spine. It was noted that the healthcare provider (hcp) was unable to retrieve the distal fragment form the spine so abandoned the segment. It was noted that the catheter was replaced with a new tip at the t7 level. It was noted that imaging studies showed fracture of the catheter at the entrance into the lumbar space. It was reported that the remaining portion of the catheter was within the thecal sac and was trimmed to normal-appearing catheter and the v-wing was removed. It was noted that a new catheter was spliced to the old catheter. It was reported that there was a small amount of subcutaneous fluid in pocket existing as subcutaneous csf egression and was aspirated as available. It was reported that the patient did not have a return of previous benefit after revision. (Refer to (B)(4) catheter unattached from pump and to (B)(4) for the catheter moving across the port).

Manufacturer narrative:
(B)(4).